Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had image issue blue tent. The issue was found during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video connector is cracked on both sides, sharp dent on distal edge, and light bent on outer tube. The most probable cause is component failure without any design or manufacturing issue. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the complaint was confirmed, the device's image is blue tinted and not giving exact color. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.